Event description:
Information received from the field notes that the patient presented to the clinic for a routine follow-up in a junctional rhythm of 45 bpm. The patient was asymptomatic. The device could not be interrogated and there was no magnet response.